Event description:
A nurse reported the touchscreen locked during a procedure. The system was exchanged to conclude the surgery. No pt injury or harm reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the reported issue. The bezel and touch screen was replaced for diagnostic purposes. Unit met all product specs. A sample is expected to return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).